Event description:
It was reported to philips that the device's battery pins are broken. There was no patient involvement.

Event description:
It was reported to philips that the device's battery pins are broken. There was no patient involvement. The battery pca was returned to the failure analysis (fa) lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and j1 was found to have pin(s) 1, 3, 8 damaged. All remaining spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Reported problem was verified during visual inspection - j1 found to have pin(s) damaged.